Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of over 500 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as nausea vomiting abdominal pain and difficulty breathing and passed out. The customer was treated with manual injection. Customer's blood glucose at the time of call was 222 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir because insulin would not exit from several sets including the one used to set up today. Customer declined to troubleshoot for the high blood glucose. Troubleshooting was performed for motor and insulin pump would say rewind, but motor would not move or rewind. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis